Manufacturer narrative:
(B)(4). Eval: results: (tortuous diseased vessel, multiple pre-dilatations required). Conclusions: (tortuous diseased vessel, multiple pre-dilatations required). Eval summary: the device was returned to medtronic for eval. The stent was positioned on the balloon as per specification. The first proximal stent segment was deformed with some of the struts expanded. The next six proximal segments were slightly pinched. A number of struts on the eighth proximal segment were raised and deformed. The 1st three distal segments were partially flattened with gaps evident between the 2nd and 3rd segment. A number of struts on the 3rd distal segment were deformed and damaged. The distal tip was slightly flared.

Event description:
An endeavor rx drug-eluting stent, length 14mm, diameter 2.5 mm, was intended to treat a 90% stenosed distal rca lesion in a pt. It was reported that two attempts were made to pass the device across the lesion, and on removal from the pt, the stent struts were deformed. The lesion was pre-dilated prior to the stent being advanced for the first time and failing to cross. The lesion was then further pre-dilated and a second unsuccessful attempt to cross was made. The lesion was pre-dilated to 16 atm for 4 inflations in total. Resistance was felt while attempting to advance the device across the lesion. No pt injury occurred and no clinical sequelae have been reported.